Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. No roll friction observed upon manual rotation of the main tube. The instrument was placed on system and no initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No issues with the roll movement as well. Clamp and fire test passed with reload. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler reload was analyzed and there was no physical damage observed with the reload. The reload was not fired at all. No pushers of the staples were found at the bed surface the cartridge. Reload knife was still concealed at the proximal end of the cartridge. The reload was successfully installed on the grip housing with the stapler instrument. The reload was fired and removed successfully off the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported that when they were about to fire the sureform 60 stapler, the surgeon was having difficulty with the stapler articulating. The stapler was removed from the field and a new stapler was opened. There was no harm to patient. The procedure was completed with no reported injury. On 08/25/2023, intuitive surgical, inc. (Isi) received user facility report 0504240000-2023-8037 stating: about to fire the stapler but was having difficulty with the stapler articulating. Removed from field, new stapler opened. No harm to patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.